Event description:
The customer reported via phone call that she got sensor glucose versus blood glucose differences on the insulin pump. Customer's blood glucose was 236 mg/dl. Customer was advised to remove and return sensor. The customer was advised that we would replaced sensor since the sensor graph and blood glucose are significantly different.

Manufacturer narrative:
One opened and used sensor was inspected and the needle was found bent inside the sensor. It could not be confirmed if the customer received the sensor in said condition as it was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.